Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information received via medical records on 10 december 2009. On (B)(6) 2005, the (B)(6) patient experienced a low copper level. On (B)(6) 2006, the patient experienced a high zinc level, but the patient's copper level was normal. At the time of this report, the low copper level had resolved, but the outcome of the zinc level was unknown. Follow up information was received on 10 february 2010 via medical records. (B)(6) 2004, the patient was seen initially evaluated by neurologist for his numbness and tingling in his toes and fingertips that he had since (B)(6) 2003. The numbness spread to his feet and legs. MRI scan of his neck in 2003 revealed two herniated discs. He received steroid injections, but the symptoms did not improve. MRI of his brain in 2003 was normal. His vitamin b12 level was low and he received b12 injections for several months. Diagnoses included myelopathy and cervical spondylosis, which were noted to be less likely a possibility of vitamin b12 deficiency myelopathy or demyelinating disease. Nerve conduction study performed showed no evidence of peripheral neuropathy. Mild abnormality in the lower cervical paraspinal muscles suggested lower cervical radiculopathy. On (B)(6) 2005, the patient had not noticed any improvement with his symptoms after treatment with b12 injections. He was having gait imbalance now. Diagnoses included myelopathy with ataxia. Lab studies on (B)(6) 2005 showed low copper at 2ug/dl (normal is greater than 70). He was diagnosed with copper deficiency myeloneuropathy on (B)(6) 2005. It was noted that copper deficiency could be associated with neutropenia. Copper supplementation infusions were started. On (B)(6) 2006, the patient had shown improvement after receiving treatment with copper infusions. He was able to walk without a caine, although it was unsteadily. Sensation had improved in his fingertips. The last copper level was noted as 106. Impression was copper deficiency myeloneuropathy and associated b12 deficiency. He was noted to have had elevated zinc levels in past. The patient admitted to using denture cream (unspecified). On (B)(6) 2007, the patient had seen such improvement in his symptoms that his copper infusions were stopped in (B)(6) 2006. He continued to improve and was walking more steadily. The tingling in his feet had resolved, but still had tingling in his fingertips only.